Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unresponsive. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.

Manufacturer narrative:
H10 statement: based on the analysis, the alleged issue was verified and was found to be caused by a different issue.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.

Manufacturer narrative:
H10: corrected verbiage: reported issue was due to a faulty touchscreen.